Manufacturer narrative:
Date received by manufacturer: (B)(4) 2010 (omitted from the initial report). Additional information: asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis, and health hazard analysis. Complaint history trending for cidex opa solution was reviewed by defects per million opportunities (dpmo) over the past 12 months ((B)(4) 2009 to (B)(4) 2010) for cidex opa solution (which includes disopa solution) with the problem code of "hr-allergic symptoms". The overall trend has been below the upper control limit. Batch record review of cidex opa solution was not possible without a lot number. The fmea (failure mode effects analysis) score for user allergic symptoms is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed as a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed for similar symptoms and the hazard/risk index was 2, which indicates the associated risk is none/negligible. The hcw was seen by a dermatologist. The dermatologist recommended the use of adequate ppe. Allergy testing was performed and the results were negative. No medication was prescribed. The hcw now wears adequate ppe and continues to work at the facility without any problems. The affiliate reported the sales representative asked the facility about adequate ventilation and the facility stated improvements to the ventilation system were not possible due to the age of the facility. Air exchange assessment was reported as unknown. The disopa specific solution lot number was not reported and the product was not returned for evaluation. The affiliate has indicated the facility suspects an alkaline detergent "h clean", as the cause of the reported event. (B)(4). The cidex opa instructions for use (IFU) cautions that when disinfecting devices, use gloves of appropriate type and length, eye protection and fluid-resistant gowns. The IFU also states to use in a well-ventilated area and in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb orthophthalaldehyde from the air. Exposure to ortho-phthalaldehyde vapors may be irritating to the respiratory tract and eyes. May cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing, wheezing, tightening of throat, urticaria (hives), rash, loss of smell, tingling of mouth or lips, dry mouth or headache. Vapors may aggravate preexisting asthma or bronchitis. Symptoms are typically transient and disappear once the user is moved to a well-ventilated area. The report received indicated that at the time the reported event occurred the hcw was not wearing eye protection. The endoscope reprocessing room was reported as not well ventilated, with 5 aers in use in addition to various chemicals besides disopa. The facility suspects an alkaline detergent "h clean", as the cause of the reported event. This information suggests that inadequate personal protective equipment (ppe), inadequate ventilation, and "h clean" detergent contributed to the reported event.

Manufacturer narrative:
Concommitant products: total 5 automatic endoscope reprocessors (no serial numbers); endoclens/ (B)(4); oer/ (B)(4); disopa; peroxyacetic acid ;and unknown ezymatic detergent.

Event description:
A healthcare worker (hcw) experienced a rash on her arms and face. The symptoms appeared after the hcw started washing and disinfecting scopes. She was a new person in charge of washing scopes in the endoscopy room. The hcw was wearing gloves, gogle, mask, and a gown. It was reported that the endoscopy room was large; but not well ventilated. The hcw used a total of five automatic endoscope reprocessors, endoclens ((B)(4)); oer ((B)(4)); disopa; peroxyacetic acid and an unknown ezymatic detergent used in a cleaning tray. Further information has been requested and will be reported in a supplemental report if received from (B)(6).